Manufacturer narrative:
During the evaluation of the device at the manufacturer¿s service center, "ventilator inoperative" and "service required" codes were found in the ventilator's downloaded error log. The device's blower motor and system board were replaced to address the issues. The device had evidence of tampering.

Event description:
The manufacturer received information alleging a ventilator alarmed and powered off. There was no harm or injury reported.